Event description:
The lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to other. Unknown reason for explant. The procedure took place at (B)(6) regional, (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).